Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that pre-operatively, the surgeon was unable to register the patient. The surgeon attempted three times before aborting use of the navigation system. It was reported that the scan was not to protocol. The procedure was completed and there was no impact to patient outcome. There was a reported delay to the procedure of five minutes due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the exams were reviewed. The exams confirmed that the scans were not to protocol. Each had above two millimeters spacing and had a low slice count. The models were grainy and there looked to be potential movement.

Manufacturer narrative:
A software investigation was initiated to determine the probable cause of the issue. It was determined that the behavior described was the intended behavior of the software. The software was functioning as designed. The registration exam was not to protocol. If information is provided in the future, a supplemental report will be issued.